Event description:
Enbdosseous implant removal. Implants were 5 of 7 placed in a highly complex procedure in class ii bone. The procedure was difficult because the pt was unable to open his mouth and the posterior areas were close to the nerves. The implants were removed approx 1 month post-operatively due to numbness.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.